Event description:
It was reported that this electrode and associated subcutaneous implantable cardioverter defibrillator were explanted due to infection. No additional adverse patient effects were reported.